Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging". No patient involvement reported.

Event description:
It was reported that "during inventory review it was noticed that there is moisture in packaging". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). Additional information: quantity of 2 devices found upon inventory review by the customer. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that "the fitr test result on vapor analysis on the same complaint nature, the vapor is identified as calcium nitrate. It is part of material used during production process of making this product. From the analysis, due to porosity of synthetic material, based material for this product the reported defect could be occurred and without chlorination lead to holding calcium nitrate in layers, it will be vaporized at lower temperature (<20 celsius) and high relative humidity 90%." The manufacturer also reports that "the chemical is common part of these products and their biocompatibility was tested and confirmed. However, in the absence of actual sample being returned and limited information available for this complaint, further investigation could not be conducted.